Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched for this event as this was an internal beckman coulter issue.

Event description:
Sample diluent a and wash buffer ii were validated dilution materials for use with the new dxi onboard dilution testing feature. The current instruction for use (IFU) manuals for hybritech prostate-specific antigen(psa), hybritech-free psa, digoxin, folate, vitamin b12, total triiodothyronine (tott3) and erythropoietin (epo) list both diluent a and/or wash buffer ii as appropriate diluents for manual dilutions on the access instrument. However, the access instrument was not included in the validation testing for those diluents. There was no patient/healthcare worker involvement in this event and hence no death or serious injury is associated with this issue.